Event description:
It was reported that the pump over delivered the requirement for upstream occlusion test.

Manufacturer narrative:
The device was returned. The reported problem was duplicated. The upstream occlusion sensor failed the calibration test. Recommended replacing the downstream occlusion sensor due to multiple alarms found in the event history log. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information was received. No patient involvement. (Updated b5 andh6a), corrected data: the brand name and model number were incorrectly documented in the initial report. (Updated d1 and d4a).

Event description:
Additional information was received on 5-may-2022: the event did not occur while in use by patient.; occurred during testing. No patient injury was reported.